Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise and loss of capture (loc). A revision procedure was performed where the pacemaker and rv lead were explanted and replaced. During the procedure damage to the insulation on the rv was observed. However it was unknown if the insulation damage occurred prior to the revision or during the extraction of the lead. No additional adverse patient effects were reported.